Event description:
It was reported that an alert during a vt episode was observed via remote transmission. Patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.